Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using an unspecified arterial access approach during a procedure of the distal to mid concentric, heavily calcified, de novo 90% stenosed, left anterior descending (lad) artery, after other balloon dilatation catheter (bdc) inflations the 2.50 x 12 mm nc trek bdc was delivered toward the lesion for the last inflation, however, resistance was noted between the bdc and the guide wire. The nc trek, the guide wire, and the guide catheter were all removed as a single unit from the anatomy. It was noted the procedure was felt to be completed and no other devices were delivered toward the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported resistance could not be confirmed on the returned device. The cause(s) of the reported resistance could not be determined. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis and functional testing of the returned device, there is no indication of a product quality deficiency. Based on all the information reviewed, there is no indication of a product deficiency.